Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant this right ventricular (rv) lead dislodged. A temporary pacemaker was set-up to ensure pacing therapy for this pacemaker dependent patient. The following morning a revision procedure was performed and the rv lead was successfully repositioned. A left ventricular (lv) lead was also able to be placed during the procedure, so the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.